Event description:
It was reported that a malfunction occurred on a pump. There was no adverse impact to the customer's blood glucose level. The customer did not experience a recurrence of the malfunction after resetting the pump with assistance from technical support and was advised to continue using the pump while monitoring for any future issues.